Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose levels (450-500 mg/dl) with small ketones. Contact reported the cause for the elevated bg levels is unknown. Reportedly, the customer's bg level did not respond to correction boluses via the pump. A manual injection was delivered to address elevated bg level. System check with tandem technical support indicated the pump was performing as intended. Contact stated they had "lost confidence in pump." It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.